Manufacturer narrative:
The initial medwatch for this report event was submitted in error under the incorrect facility identifier resulting in mfg report # 9615741-2019-00016. Mfg report # 9615741-2019-00016 has been voided in the system and all further correspondence for this reported event will be found under this mfg report #. This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the plunger stud and cap missing. The lock had both rotational and lateral movement in addition to a residue buildup. New component was added to replace worn internal parts. General maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the locking mechanism to have both rotational and lateral movement.